Event description:
On (B)(6), 2010 the doctor was inserting the apogee ams mesh and had difficulty navigating the needle around the pelvic bone. The doctor thought he had the mesh in place but upon checking the pt, part of the mesh was in the bladder. The mesh was removed and procedure was discontinued. It was stated that the pt is a big man with big bones and it was very difficult for the doctor to navigate the needle around the pt's bone.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent. Ams initiated a corrective action resulting from an internal quality systems audit to investigate the root cause regarding medwatch forms which had not been filed for these complaints. The investigation resulted in the need to file this medwatch 3500a form to address the corrective action. This is not related to any field action or product recalls.